Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the united kingdom, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by right transfemoral approach. Esheath insertion was uncomplicated; however, severe resistance was encountered while advancing the commander delivery system with crimped valve through the esheath, but it was managed. Valve alignment was performed with no obvious issues, however, when the valve was positioned across the annulus, it was seen that a valve frame strut was bent. Due to patient frailty and the clinician's judgment about the patient's inability to tolerant any form of surgery, it was decided to continue to deploy the valve rather than remove valve and delivery system and risk a potential vessel trauma. The valve was deployed under rapid pacing without complication, with only minimal pvl, and the commander delivery system was removed with good closure of the vessel. The patient returned to the ward and remained stable, due potential discharge as per plan. As per the implanter's view, the frame strut bend occurred within the esheath due to vessel calcification.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. Imagery was provided and the following was observed: one bent strut observed at inflow (about 180 degrees). Bent strut remained after expansion. Sheath liner torn near distal end of strain relief. The complaint for valve frame damage was confirmed based on provided imagery. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. This event reports a frame damage during introduce and navigate catheter through anatomy that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete. As reported, "as reported, 26mm sapien 3 ultra case by right transfemoral approach in aortic position. Esheath insertion was uncomplicated, however, severe resistance was encountered while advancing the commander delivery system with crimped valve through the esheath, but it was managed. Valve alignment was performed with no obvious issues, however, when the valve was positioned across the annulus, it was seen that a valve frame strut was bent". Per the training manual, "insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion" and "in expectation of high friction, use short movements and push delivery system closer to sheath hub." Furthermore, the training manual instructs that "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time". Furthermore, it was stated that there was moderate amount of vessel tortuosity and severe calcification within the iliacs. The presence of tortuosity and calcification can create a challenging pathway for delivery system advancement through the sheath leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement through the sheath so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft, torn through the sheath, and resulted in the strut damage at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions are required. A product risk assessment (pra) was previously initiated to further investigate the risk associated with valve frame damage.